Event description:
It was reported that usb cable and wall adapter had caught on fire when the cable and wall adapter were plugged into a power outlet. The pump was not plugged into the usb cable at that time. There was no reported adverse impact to customer's blood glucose level. Replacement cable and wall adapter were sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.